Event description:
The customer contacted philips healthcare to report that the ECG parameter pca malfunctioned. No specific symptom related to the report of the parameter pca malfunction was provided. There was no report of patient involvement.

Manufacturer narrative:
(B)(4).